Event description:
It was reported by service report that the power cord was damaged. The customer reported that they did not known if there was pt involvement or if there were adverse consequences to report.